Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample has not been returned yet.

Event description:
It was reported during an attempt to intubate a patient, the intubation was not secure due to low air retention in the cuff. The patient was eventually intubated successfully with a different device. No additional information provided.

Manufacturer narrative:
Correction: describe event or problem. The device history record was reviewed and completed for lot number um6020xxx and the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Additional information was received on 10-nov-2016 that states, "additional information received on 10-nov-2016 provided the stock code, which was based on the lot number - um6020xxx. No additional information was provided.